Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown.

Event description:
Patient reported right side "encapsulation", "lots of pain", "capsular contracture baker grade unknown". The device remains implanted.

Event description:
Patient additionally reported against right device "radial folds" and "peri-implant laminar serous collection". Device was explanted and replaced with non-allergan device. Patient later reported "post-operative bruise and severe pain" (non-device related.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional additionally reported right side capsular contracture baker grade IV, "intense pain", and "implant deformation". The device remains implanted.